Event description:
Additional information received indicated the icm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. Device cut open revealed device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was normal based on the device usage. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Performed visual examination of the device. No anomaly was noted.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.